Event description:
This lead dislodged but was still in the rv and pacing this pacer dependent pt. It was decided to leave this lead as is until a new one could be implanted the next day. There were no adverse pt effects reported. If additional info becomes available, this event will be updated.